Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the integrated electro surgical unit (iesu) had repeated c-00 and c-34 errors. The site power cycled and hard cycled the iesu without success. The technical support engineer (tse) informed the clinical sales manager (csm) and the surgeon that bringing in a secondary vision side cart (vsc) or third party iesu, the surgeon did not want to take either option. They are opting to finish case without the da vinci. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error c-34/c-00) was confirmed and reproduced on erbe connected to system. Logs confirming fault occurred in the field. Visual inspection:(scratches on the side cover.) (C-34 errors during mono coag activation) erbe unit that was placed on a system and was run in normal mode. (Measurement value for voltage too small with on) found to be the root cause of the reported event. The complaint was confirmed based on the failure analysis.